Event description:
On 3/27/2023, it was reported by a sales representative via phone that an ar-2670 screw depth indicator would not read accurately in the drill tunnel. As a result, an ar-8827l-24 low profile locking screw and an ar-8827l-20 low profile locking screw were wasted. This was discovered during a distal clavicle procedure on (B)(6) 2023. The case was completed with a product from another manufacturer.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage.